Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold and helix mechanism issue. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with high capture thresholds. The physician was unsure if the lead had fully dislodged, or it there was a microdislodgement of the lead. X-ray imaging was used in the process. During the procedure, the lead helix was unable to extend or retract. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.